Manufacturer narrative:
The company representative examined the system and was unable to duplicate the customer reported problem. The system was then tested and met all product specifications. The company representative noted that the customer uses tank and regulator with the system. The system was checked with the regulator and wall pressure, but was unable to duplicate the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported a system advisory was displayed indicating the pressure needed to be increased event though it was already set at 120 psi. There was also bubbles reported in the line. Following a 10 minute delay, the system was switched out and the case was completed. Multiple attempts were made to acquire additional information, but none has been received to date.